Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Revision due to unstable left hip. Implanted mdm liner and new femoral head".

Manufacturer narrative:
An event regarding instability involving a trident liner was reported. Dislocation was confirmed as a result of a review of the provided medical records by a clinical physician. Method & results: device evaluation and results: not performed as the reported device was not returned for evaluation. Medical records received and evaluation: a review of the provided medical records noted; there are only medical records about the most recent dislocation event plus a surgery report of revision. It was documented this patient had three dislocations recently that were reduced under anesthesia. Recurrent dislocation with three dislocations is an indication for revision surgery. The revision surgery report documents the technicalities of component exchange to an mdm liner but nowhere in any of the records is there a reference to a potential cause of the problem. Because there are also no x-rays or other info available, root cause of the recurrent dislocation remains unknown. Component malposition, frequently the cup, is the number one cause for hip instability. Diagnosis requires x-rays that are not available for this patient while also no reference to any x-ray findings was made in the available records as substitute for real x-rays. As such can this case not be solved with the current information but above all requires x-rays for more detailed investigation. Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened. Product surveillance will continue to monitor for trends.

Event description:
Revision due to unstable left hip. Implanted mdm liner and new femoral head.